Event description:
A 3.0 mm diameter x 24 mm length driver stent system was inserted into a pt for the treatment of an unk lesion in 2005. The lesion was not pre-dilated. The vessel was moderately calcified, and moderately tortuous. It was reported that the physician was unable to cross the lesion. Upon removal of the stent delivery system the artery was perforated. The physician repaired the perforation with a covered stent, which also opened up the lesion site. No additional clinical sequelae were reported and the pt is reported to be fine.